Event description:
It was reported that a spectrum pump failed the downstream occlusion test with values of 22.3, 20.7, 27.8, 26.5 psi (pounds per square inch) device specification being 7-19 psi. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported device failed the downstream occlusion test with values of 22.3, 20.7, 27.8, 26.5 psi (pounds per square inch) device specification being 7-19 psi, was not reproduced. The device passed downstream occlusion testing for high, low and medium settings. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the found force sensor values were out of specification. The force sensor no tube and force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.